Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose."

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer was using the same cartridge for over 3 days with novolog insulin, tandem technical support educated the customer this is considered off label use per the tandem user guide. Customer changed cartridge and infusion set to address the issue. Additionally, it was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Reportedly the alarm ultimately cleared, and the customer continued to use the pump for insulin therapy. Customer's blood glucose was 300 mg/dl.